Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was reading volume remaining, however the cassette was empty. It was reported this even happened twice and the latest time read 9.8ml remaining and the cassette was empty. No additional information is available

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replace inaccurate expulsor assembly. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions (B)(6).